Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer's blood glucose this morning was between 300 mg/dl and 550 mg/dl. The customer has systic fibrosis. She goes in every two weeks to get a xolaire shot. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.